Event description:
It was reported that a patient, underwent a left atrial flutter procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade. The patient's blood pressure dropped during the case. An intracardiac echocardiography (ice) confirmed pericardial effusion. Pericardiocentesis was performed and 450 cubic centimeters (cc) of fluid was removed. The patient was stabilized and under observation. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: power of 35 watts, flow of 30 ml/min, temperature cut-off as default setting and under power control mode. Per 21 cfr, part 803, this complaint is reportable. The product has not been returned. The product investigation is pending. The device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4)

Manufacturer narrative:
Concomitant bwi products: product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump: us catalog # cfp002, serial # (B)(4); product: carto® 3 system: us catalog # fg540000, serial # (B)(4). Manufacturer's reference # (B)(4).